Event description:
It was reported to boston scientific corporation that a radial jaw hot biopsy forceps was to be used during a colonoscopy procedure. According to the complainant, during unpacking, it was noted that the tip of the device was at a 90 degree approximation to rest of device. Another radial jaw hot biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent. No other abnormalities were noted during evaluation. No functional testing was performed to the returned unit. The condition of the returned incident device was consistent with the complaint; tip was bent. The most probable root cause is considered to be a manufacturing issue since the bend was identified prior to use. There is a correction being implemented to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw hot biopsy forceps was to be used during a colonoscopy procedure. According to the complainant, during unpacking, it was noted that the tip of the device was at a 90 degree approximation to rest of device. Another radial jaw hot biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.